Event description:
It was reported that the patient experienced unsustained low flow events. It was later communicated that a computed tomography (CT) scan found evidence of inflow cannula thrombosis on (B)(6) 2022. A follow up CT scan on (B)(6) 2022 found no evidence of thrombosis. A review of data from both sets of log files revealed evidence that suggests that a controller exchange was likely performed on (B)(6) 2022. In addition, an increase in the system controller's backup battery use count was observed.

Manufacturer narrative:
Related MFR number 2916596-2022-14727. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller backup battery usage count increasing was confirmed via analysis of the submitted log files. The reported event of a system controller exchange was confirmed via analysis of the additional submitted log file. The submitted system controller periodic log file and system controller event log file from the patient¿s old primary controller contained approximately 10 days of data (07oct2022 ¿ 17oct2022 per the timestamp) and approximately 10 hours of data (17oct2022 from 06:46:50 ¿ 16:05:45 per the timestamp) respectively. Between 09oct2022 at 19:26:13 and 09oct2022 at 20:26:13, the system controller backup battery usage count was observed to have increased from a usage count of (B)(4). This indicates that a loss of external power resulting the backup battery activating to support the system had occurred. The periodic log file only collects data at specified time internals rather than upon the detection of an event; therefore, the exact time and the initial conditions that caused that usage count to increase cannot be determined from this log file. No notable alarms were observed in the log file. The data in the system controller event log file did not indicate any issues with the system controller. The pump maintained a speed above the low speed limit (lsl) without issue throughout the log file. The submitted system controller periodic log file and system controller event log file from the patient¿s new primary controller contained approximately 257 days of data (09feb2022 ¿ 24oct2022 per the timestamp) and approximately 6 hours of data (24oct2022 from 09:48:09 ¿ 15:22:42 per the timestamp) respectively. The driveline was connected to the system controller for the first time between 19oct2022 at 16:40:05 and 20oct2022 at 13:53:16, indicating that a system controller exchange had occurred. The data in the system controller event log file did not indicate any issues with the system controller. No notable alarms were observed in the log file. The pump maintained a speed above the lsl without issue while the driveline was connected. Multiple attempts were made to obtain additional information, including why the controller was exchanged; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 02feb2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.